Event description:
It was reported that following a cryo ablation procedure using a polarxfit catheter the patient experienced cardiac arrest and subsequently died. During the procedure the polarx catheter was used to isolate the pulmonary veins. Additionally, radio frequency ablations, using a non-boston scientific catheter, were administered to the mitral-ithmus line, the base of the left lateral pulmonary vein, and the left atrial posterior wall. Mapping for the procedure was performed with a non-boston scientific mapping system and catheter. The procedure was completed with no apparent complications at the time; however, approximately 80 minutes later the patient went into cardiac arrest. The physician explained that after the procedure the patient developed takotsubo cardiomyopathy. At this time the patient's potassium levels rose as the function of their heart decreased and their heart did not respond to their pacemaker's maximum output, which resulted in the cardiac arrest. Percutaneous cardiopulmonary support (pcps) and cardiac massage were initiated at this time. Small improvements were seen but after the patient's potassium levels rose again a percutaneous coronary intervention (pci) was performed. The patient did not improve so they were connected to an extracorporeal membrane oxygenation (ECMO) system and were admitted to the hospital, where a ventricular assist pump was implanted. After the first week of the patient's hospitalization, they were reported as stable but not improving. On (B)(6) 2024, the patient died. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.